Event description:
The left patella poly disassociated with patella plate following patella wear.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.